Manufacturer narrative:
Investigation summary: it was reported the needle punctured through the shield during recapping. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows an opened packaging blister and needle assembly with the plastic shield. This is to show the product and is not the actual product with the symptom reported. A device history record review was completed for provided material number 305106, lot number 9240783. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation with no sample analysis the symptom reported by the customer could not be confirmed. This defect can occur if the product is not use as intended. The customer acknowledged that scrub techs use a one handed scoop method to recap the needles. These products should not be recapped. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd precisionglide¿ needles caused needle stick injuries due to piercing through their shield while recapping. The following information was provided by the initial reporter: "there has been two needle sticks using the 30 guage needle, 305106. The scrub techs do the one handed scoop method to recap the needle. These needles are used several times for administering local on the sterile field. In both situations, the needle punctured through the cap. When the techs went to remove the cap, they got stuck. They currently ordered another brand of 30 guage needles to see if the cap was more durable. This does not happen with the other sizes."